Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt hypoglycemic while the sensor was displaying 7.5 mmol/l. A bg finger stick was taken and it was 2.8 mmol/l. The patient reacted by drinking a coke but it was already too late and she fell into coma. The patient was seen in the emergency room (ER) and the sensor was removed. No treatment information or other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.